Event description:
Per rep: dr. Was working on a dentist friend's daughter. She was under anesthesia, had cut into tissue, stepped on the footpedal and nothing worked. He could not hear the motor running. The pt was sewn up and the surgery was rescheduled.